Manufacturer narrative:
Further information surrounding the event has been sought. The involved guidewire will be returned for investigation. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that after inserting a part of the guide wire through the cannula difficulties were experienced. The user pulled the guidewire a few cms and then got stuck. Guidewire was then withdrawn with whole cannula. Delamination with a risk of rupture was observed. No clinical consequences occurred and no impact to the patient. (B)(4).

Manufacturer narrative:
The involved picco catheter was returned for investigation. During investigation no deviations from the specification potentially causing the reported issue could be detected. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. During microscopic investigation of the guidewire a clear cut was found, which indicate that the tip of the guidewire was shared off due to withdrawing the guidewire against the cannula. Provided information by the customer confirmed that in the reported event the guidewire was withdrawn against the cannula. Withdrawing a guidewire against the cannula indicates a handling error by the user not following the IFU, as the IFU indicates: "do not withdraw guidewire against needle bevel to avoid possible severing or damage of guide wire." (B)(4).

Event description:
(B)(4).